Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this pacemaker was less than what was expected. The patient was noted to have been experiencing atrial flutter and signal artifact monitoring (sam) was also enabled. Boston scientific technical services (ts) discussed considering programming options. Subsequently, the device was reprogrammed. As of this time, this device remains in service. No adverse patient effects were reported.